Manufacturer narrative:
One device was returned for repair. Service history review identified the device has not previously been in for service. The event history log was unable to be pulled completely; only the date was reviewed. Visual inspection found the downstream occlusion (dso) seal is cracked. The dso seal was replaced. Device then passed all testing.

Event description:
Analysis of the returned device found a damaged downstream occlusion seal. There was unknown patient involvement and unknown patient harm/adverse event reported.